Manufacturer narrative:
UDI#: (B)(4). Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported the impactor tip broke. The device malfunctioned and per case basis it was deemed that this malfunction can lead to a serious injury.